Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and multiple comorbidities, including coronary artery disease, dyslipidemia, hypertension, and porcelain aorta, previously underwent coronary angioplasty. The patient received an initial implant of the bioprosthesis valve and was later diagnosed with degeneration of the bioprosthesis valve with severe stenosis, a mean gradient of 67 mmhg millimeters of mercury (mmhg), as well as morphological valve deterioration characterized by leaflet structure abnormality. The patient was hospitalized for 34 days and required a blood transfusion of 2 units. The patient subsequently underwent aortic surgery, specifically a valve-in-valve procedure with an evolut r transcatheter aortic valve, coronary artery bypass graft (CABG) of the left main descending artery and an aorta-coronary (ao-cd) vein graft. No additional patient complications have been reported as a result of this event.